Manufacturer narrative:
E1/phone number:(B)(6). Additional phone number was provided within complaint. To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the optics did not stay in the coupler while using the camera head. The issue occurred during preparation for use. There were no reports of patient harm, injury, or death.

Event description:
It was reported that the optics did not stay in the coupler while using the camera head. The issue occurred during preparation for use. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.